Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 331 (bad downstream a/d) during therapy at procedure recovery unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, an system error code 331 occurred. A review of the event history log revealed system error 331. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.